Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 03-nov-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient had a lack of efficacy. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. At a dye study on (B)(6) 2018 the hcp was not able to aspirate the catheter. Surgery took place on (B)(6) 2018 to put a new catheter on. There was no cerebrospinal fluid (csf) flow from the catheter. The pump segment was cut and then flow came. The issue was resolved at the time of this report. The pump segment was replaced and would be returned to the manufacturer for analysis, it was in possession of the hospital. The patient's status was "alive - no injury" and no further complications were expected or anticipated.